Manufacturer narrative:
Device eval begun, but not yet completed.

Event description:
It was reported that, during a cardiac surgery procedure, approx. Six minutes after going on cardiopulmonary bypass, the arterial line pressure increased from a normal 30 mm hg to over 500 mm hg within two minutes. Cpb was discontinued, and recirculation within the circuit bypassing the device was found to be normal. Cpb with using the circuit with the device bypassed was reinstituted. Hemolysis, hematuria and some renal insufficiency were observed at an unspecified time relative to the initial observation.